Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75 x 20 synergy ii drug-eluting stent, it was noted that the stent was mangled on the balloon and unraveling off. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported.